Manufacturer narrative:
(B)(4). Device evaluated by MFR: there was dried contrast and blood in the inflation lumen. There was a longitudinal tear on the majority of the balloon material. There was no other damage to the device. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention (pci) the device was unable to cross the lesion. Vascular access was gained via the right brachial artery. The 95% stenosed eccentric and de novo target lesion was located in the severely tortuous and severely calcified right coronary artery (rca) with a significant bend of >45 and <90 degrees. A 20 mm x 2.0 mm maverick 2 was advanced to the rca; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is stable. However, returned product analysis revealed longitudinal tear in the balloon .